Event description:
It was reported that during an "emr" procedure, the plus detached from the handle. That target lesion was in an unspecified "digestive canal" location. A rotatable snare oval 20 mm has been advanced to treat the target lesion. During the procedure, "the plug detached from the handle". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".